Event description:
Damage to the pump housing and usb port was reported, impacting the customer's ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.